Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. A57115) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, recurrent urinary tract infection, bacterial vaginosis, abnormal weight gain, premenopause, obesity and multiparous. (B)(6) 2016 surgical pathology report: specimen: uterus, cervix, bilateral fallopian tubes. Final diagnosis: result: uterus with chronic cervicitis, proliferative endometrium and leiomyoma. Bilateral fallopian tubes with metallic coils. Previously administered products included for an unreported indication: ocella. Concurrent conditions included weight control, pap smear abnormal, fibroids, heavy periods, urinalysis abnormal nos, postoperative nausea, vomiting, leiomyoma nos and cervicitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) for uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced oligomenorrhoea ("prolonged menstrual cycles") and pain in extremity ("left leg pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and pain in extremity had resolved and the oligomenorrhoea and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, oligomenorrhoea, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- findings: the endometrium appeared normal. Trailing coils in uterus: 3, the 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium, trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abnormal bleeding (vaginal, menorrhagia), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and menorrhagia ("prolonged menstrual cycles"). The patient was treated with surgery (essure device removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Company causality comment: a female plaintiff had essure inserted and experienced chronic pelvic pain. About two years and three months after insertion, essure devices were removed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event (prolonged menstrual cycles) was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality safety evaluation received. Company causality comment: a female plaintiff had essure inserted and experienced chronic pelvic pain. About two years and three months after insertion, essure devices were removed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event (prolonged menstrual cycles) was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.